Event description:
Physician was performing cataract surgery when the lens that was to be implanted was opened the surgical tech noted that the lens was cracked. It was replaced before being implanted in patient. There was no harm to patient. There have been 2 recent cases where the lens have been fond to be defective (with cracks in them).======================manufacturer response for intraocular lens, alcon (per site reporter).======================they will track and trend incidents.